Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump consistently went into error after a short running time, displaying an overpressure message. Troubleshooting was performed, but the alarm persisted. The tubing was disconnected from the patient and deflated again, small air bubbles were observed in the tubing, but this did not resolve the issue. There was patient involvement with no human harm reported.

Manufacturer narrative:
Received one device. Visual inspection found not defect or discrepancies, the device passed functional testing and could not be duplicated. The reported issue was determined to user related issue. There is no problem with pump function. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.